Manufacturer narrative:
Image review: images were submitted to medtronic for review. 24 fluoroscopic cine loops of the valve fluoroscopic-check and implant procedure were provided for review. The patient summary was not provided for anatomical review. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. In this case the approximate implantation depth non-coronary cusp (ncc) was about 4 mm, and therefore recapture was not warranted. Unfortunately, the final valve deployment was not recorded. The only hint to a possible reason for valve dislodgement showed the dcs inner member very tight against the inside of the evolut frame. If the inner member moved against the valve frame suddenly after final release, this might have contributed to the valve dislodgment. However, a definite cause of the dislodgement cannot be determined with the information provided. For unknown reasons, the valve dislodged above the annulus after full release, a non-medtronic valve was subsequently implanted and the evolut snared up into the ascending aorta, which was visible on the provided images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted high and then dislodged out into the aorta. The valve was repositioned with a snare to lie in front of the aortic arch. The decision was made to implant a non-medtronic (edwards) valve as a replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012033698), product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided that a pre-balloon aortic valvuloplasty (bav) was performed. The deployment starting point was at the bottom of the pigtail catheter. The valve was at an implant of 4 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc) prior to the valve dislodgement. The valve dislodged aortic.